Event description:
It was reported that this pacemaker exhibited occasional loss of capture (loc). Technical services (ts) provided troubleshooting assistance. The cause of the intermittent loss of capture remains unknown at this time, and further troubleshooting was recommended. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated b5 describe event or problem to add additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited occasional loss of capture (loc). Technical services (ts) provided troubleshooting assistance. The cause of the intermittent loss of capture remains unknown at this time, and further troubleshooting was recommended. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. It was stated that the cause for the intermittent loc was due to fusion beats. Reprogramming was performed for sensitivity and atria tachy settings. No adverse patient effects were reported.